Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2008, the patient presented with positive stress test which revealed ischemia. The patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 80% stenosed, 10.00 x 3.00 mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm study stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was admitted to hospital with altered mental status. The patient was also noted to be short of breath and had dyspnea with hallucinations, hyponatremia and decubitus ulcers and evidence of pneumonia. Initially, the patient's condition appeared to improve but the patient¿s sodium levels remained depressed. The patient was responsive with some intermittent confusion. The patient's initial cpk and thyroid function tests were also normal. The patient underwent chest x-ray which revealed possible infiltrate at left base. The patient was on prophylactic dose of lovenox and also received low dose of morphine to maintain comfort. The patient was noted to have paced rhythm on monitor. Shortly after admission, the patient was found to be without respiration or pulse. The patient was made do not resuscitate (dnr) and so no resuscitation was attempted. The suspected cause of death was acute cardiac event or pulmonary embolus. Per death certificate, the patient died due to pneumonia. Other significant conditions contributing to death were acute renal failure and dementia. No autopsy was performed. Adjudication results indicated cardiac death.